Event description:
Pt put on ER bed by ambulance after transfer from home where pt was found on floor. Side rails put up. Nurse was assisting pt with bedpan was assisting pt with bedpan when pt rolled to right side, thrashing around. Bed rail fell and pt rolled off bed before nurse could catch. (Nurse on opposite side). This bed had a secondary drop pin which had not been put in when ambulance put nails up.